Event description:
It was reported that the patient had a deep brain stimulation system (dbs) implanted in 1995. In 2000, the patient had a second lead implanted. It was stated that the second lead implant procedure was "complicated by hemorrhage." No other details were provided. No further follow up is possible.

Manufacturer narrative:
(B)(4).